Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n310571, implanted: (B)(6) 2012, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37092, lot# 285240002, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that a CT myelogram was recommended on (B)(6) 2013. It was noted that the patient recovered without sequela. Additional information received reported that the patient had four to five months of pain relief from the stimulator then it stopped and the patient stated to have symptoms. It was noted that it was progressively getting worse and worse and the months went on and the patient was hospitalized twice this year because of the pain, numbness and tingling. It was noted that the patient was hospitalized in (B)(6) of 2013 for a week at a time. It was noted that they did studies and could not find out what was wrong. It was noted that the patient had paralyzing-type symptoms where it was numb and tingling from the waist down however the patient could move but it was painful. It was noted that the patient had new symptoms which started in the last two months had caused the patient¿s ribcage, abdomen, chest and heart to go tingly and hurt. It was noted that the health care professional stated those symptoms were signs that the paddle was too wide. It was noted that the patient got the sensations when the ins was on and off. It was noted that in the upper back where the implant was there was a sharp stabbing pain all the time. It was noted that it was ¿(B)(6) 2013¿ when the symptoms started. It was noted that 2 weeks ago they did a CT with contrast on the spine and discovered that the lead paddle was too wide and there was a blood clot at the end of it and found the fluid was not getting past the lead. It was noted that the patient was going to have the ins taken out on (B)(6) 2013 due to the paddle being too wide and rubbing the patient¿s nerve roots. Previous blood clot after implantation was previously reported in manufacturer report #3004209178-2013-14752 and may be related to current event.

Event description:
It was reported that for 6 months after the patient had a laminectomy done, the device worked fine and there were no issues. However, the patient continued to have neurologic pain in his legs and ¿it seemed to have been going higher and higher.¿ it was noted that within the last 6-8 months, the pain had progressively gotten worse. The reporter noted that the patient had a lot of pain at the site where the paddle lead was and ¿even his sternum was hurting.¿ it was noted that the patient had heart tests like an electrocardiogram (EKG) done and everything came up ¿clean.¿ it was further noted that the patient was hospitalized a week and a half ago to help with his pain. The patient was also experiencing a loss of therapeutic effect as well as stimulation in the wrong location. This was indicated to have started within a week of implant. The reporter stated the patient was having ¿a lot of neurologic symptoms in his sternum, rib case, and his side and the stuff he had always had in his legs.¿ the health care profession did a myelagram and blood work and reported that there was no stenosis and it wasn't possible to figure out what was causing all of the patient symptoms. The reporter noted that the patient¿s ¿ribs were going numb and his entire body hurt, and was even having problems with his arms now.¿ a nerve conduction test showed that the patient had neuropathy in the bottom part of his leg in the tibilal nerve, but ¿nothing else came up on the study.¿ the reporter noted that the patient had always had "issues with his legs" and that was why the stimulator was recommended. The patient was reportedly depressed and miserable. It was noted that the patient was scheduled to see the health care professional on the day of the report. Refer to manufacturer's report number 3004209178-2013-14752 for the events preceding the laminectomy.

Manufacturer narrative:
(B)(4).